Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl, and a fall causing customer to hit head and sustain bumps on head. The cause of the low bg was unknown; however customer was using humalog supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline and consumption of carbohydrates. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.